Event description:
Per the clinic, the patient experienced an extrusion, exposing the receiver/stimulator at the implant site on (B)(6) 2025. Subsequently, the device was explanted on (B)(6) 2025.there are no plans to reimplant the patient with a new device as of the date of this report.